Event description:
Pt's family member called in 2002 on behalf of pt. She was alleging pt's one touch basic meter was reading inaccurately erratic and caused pt to go to the hosp. She stated pt was testing their own blood sugar before being hospitalized. She stated the meter was reading lower than pt was feeling at time. She stated they think the test strips were expired and the codes did not match. Pt stopped testing on the meter approximately 3 weeks ago because they began feeling ill. She was unaware what symptoms pt was experiencing, but believes it was high blood glucose symptoms. Pt went to the hosp and the lab result showed blood glucose results of 600-700 mg/dl. Pt is currently in the ICU being treated for high blood sugar and other unk issues. She stated pt is having a scope procedure to find out why pt is not able to hold any food down. No further info has been reported.